Manufacturer narrative:
Correction d4: lot #: changed to ni (remove 22v0050, previously reported as this lot # is not recognized by baxter). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye and no leaks from the eva bag was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml eva (ethyl vinyl acetate) bag was leaking from the ridge of the middle tubing/bag. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: 9400. Should additional relevant information become available, a supplemental report will be submitted.